Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported that when the trunk-ipsilateral leg delivery catheter was advanced over the guidewire (egoist flex), the physician encountered with some resistance. The device was advanced to the intended position and successfully deployed with no reported issues. During the removal of the delivery catheter, it seemed that the catheter was stuck at the guidewire and could not be removed from the guidewire. The physician then removed the catheter and guidewire together. The procedure was continued using another guidewire without issue. The patient tolerated the procedure. The cause for the difficulty removing the catheter off the guidewire was not known. There was nothing noted on the manipulation of the device which can attribute to the catheter removal difficulty. The delivery catheter and the guidewire are being returned to gore for evaluation.

Manufacturer narrative:
H6: code: 4117: the device evaluation showed the following: the returned gore® excluder® aaa endoprosthesis featuring c3® delivery system device was returned to gore with the guidewire used in the procedure still inserted in the catheter. Engineering performed a visual inspection and did not notice abnormal damage to the catheter. Engineering was able to remove the guidewire with no resistance felt. Engineering attempted to re-insert the guidewire and no resistance was reported while advancing. Based on the findings from the evaluation of lot/serial# 20458395, the physician¿s observation of resistance when advancing the delivery catheter over the guidewire could not be confirmed. Additionally, the physicians observation that the guidewire was stuck and could not be removed from the catheter could not be confirmed. The likely cause for the resistance observed upon advancing and removing the catheter over the guidewire could not be determined with the available information.